Event description:
It was reported that the ultrasonic gastrovideoscope was unable to get the final pictures at the end of their case. Reportedly, this issue occurred during sedation for endoscopic ultrasound with fine-needle aspiration procedure. According to the initial reporter, the subject device was used to complete the case without any reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.